Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, frozen screen and pump error. The customer¿s blood glucose level was unknown. The customer reported that the numbers were not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states that there was a response from a button. It was reported that they had display was frozen and pump error. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with critical pump error, problem isolated to electronic assemblies. Unable to verify unresponsive keypad, a broken force sensor detected alarms or frozen screen due to critical pump error.